Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump passed functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a loose drive support cap from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that she was sick and lost 30 pounds due to high blood readings. The customer stated that she ate more and still did not gain weight. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be sticking out. The customer will be sent a replacement pump.